Manufacturer narrative:
One 6f fast-cath introducer sheath and dilator were received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported leak could not be reproduced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.¿

Event description:
During the procedure, a blood leak was noted in the sheath. Another sheath was used to continue the procedure with no consequences to the patient.